Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately twelve days post implant that the right ventricular (rv) lead exhibited rising thresholds and an out of range impedance. It was also reported that the rv lead had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.